Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that "debris in sterile packaging." It is known that this event did not occur during surgery and that there was no pt/user injury or medical intervention. There is no additional information provided.